Event description:
The caller reported that they had an unspecified size and model of tracheostomy tube with the hub separated from the outer cannula. No pt involvement was reported.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.